Manufacturer narrative:
(B)(4).

Event description:
It was reported that new sensor error occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be early sensor expiration. The reported event of a new sensor error is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.